Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The shoulder joints were repaired. The power supply was adjusted. The floppy disk drive was replaced. The compact flash drive was installed. The software was reloaded and the configuration was restored. The image processor board and the display adapter board were shifted. The system was tested and operates as intended.